Event description:
The customer reported sparking from exposed wires on the pump in style transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to obtain add'l info regarding this event were unsuccessful, including a final attempting by letter. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be drawn as to the cause of the event at this time. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.